Manufacturer narrative:
Internal file number - (B)(4). Corrections: device evaluated by MFR - the device was initially reported as not returning for analysis, but the device was received. Removed method code 4115, removed results code 213, removed conclusion code 67. Evaluation summary: the device was returned for analysis. The reported difficult to remove was able to be confirmed. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 90% stenosed and heavily tortuous lesion/other devices and/or inadvertent mishandling resulted in the noted misaligned coils thus resulting in the reported difficulties. The noted bend on the shaping ribbon likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It is possible that a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to remove; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed and heavily tortuous lesion in the left anterior descending artery. A 014 bmw hydro guide wire and an unspecified stent delivery system (sds) were advanced and the stent was deployed; however, the guide wire became stuck with the sds. The guide wire and sds had to be removed as a single unit. The procedure was successfully completed with a new bmw guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.